Event description:
Pt's mom reported daughter is in the hosp due to diabetic ketoacidosis (dka). Pt's mom did not have all the info at the time of call and was unsure if the hospitalization was due to the pod. We were unable to reach the mom for further f/u.

Manufacturer narrative:
The pod was discarded and therefore not returned for eval. We are unable to confirm any malfunction that may have caused or contributed to the pt's dka. Product lot qualification records could not be reviewed since no lot number was provided. The omnipod's user guide warns, "if you experience unexpected elevated blood glucose levels, change your pod." The user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." It instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are feeling ill then contact an hcp for guidance. If ketones are trace or negative then continue treating for high bg. If ketones are positive, but are not feeling ill then replace the pod using a new vial of insulin. Check bgs again in 2 hours. If they have not decreased then contact an hcp immediately for guidance. The omnipod's user guide warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death."